Manufacturer narrative:
Correction: on initial MDR the product problem code of 2339 was an error. It should have been 4010 on the original MDR. Corrected and additional information was provided in d.9, h.2, h.3, h.6, h.10, and h.11. D.9 is additional information. The product was returned for analysis and the reported complaint was observed. Additional observations were identified as the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger and the lens are advanced at the wound guard and is advanced under the lens. The trailing haptic is advanced under the lens. The leading haptic is extended straight. We are unable to determine the root cause for the reported complaint "injector riding over the iol". Plunger underride observed. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
The facility representative reported about patients who experienced issues with the "injectors riding over the iol ".